Event description:
The info provided to sjm indicated that the angio-seal sts plus vascular closure device was deployed in the right femoral artery following a coronary stenting. Following the procedure, the patient felt a fuzzy feeling in the right leg and the foot was cold. Seventeen days post-deployment, the patient was hospitalized. An ultrasound and angiogram were used to confirm the a. Iliaca externa and a. Femoralis communis were occluded, requiring surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.